Event description:
Complainant alleged that during a routine test by a clinician the device would not discharge while performing 200 joule self test. Also during biomedical dept's testing of the device, the device would not give initial beeps on power up and while troubleshooting. The device displayed error message code "error 42" on the monitor screen when powered up. Error code "error 42" indicates that the defib cap voltage has exceeded its absolute maximum. The complainant indicated that there was no pt involvement in the reported failure.